Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no activity related to the complaint observed in the pump history. The battery was not returned with the pump for investigation. Visual inspection revealed the battery compartment is cracked, and there is evidence of corrosion on the battery cap. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for six hours with no evidence of overheating. The complaint could not be confirmed or duplicated during testing.

Event description:
The patient reported that while changing the battery, she noticed that the battery was very hot to touch. The patient reported that she last changed the battery on (B)(6) 2011. The patient confirmed that there was no corrosion or moisture noted however, the battery compartment was cracked.